Manufacturer narrative:
Device was used for treatment, not diagnosis. "Subtrochanteric fractures: treatment with cerclage wire and long intramedullary nail" batalla l., cortina j., pacha d., teixidor j. And tomas j. J orthop trauma 2013;27:e157¿e160.(july 2013). This report is for unknown locking screw/quantity 1/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, "subtrochanteric fractures: treatment with cerclage wire and long intramedullary nail" batalla l., cortina j., pacha d., teixidor j. And tomas j. J orthop trauma 2013;27:e157¿e160.(july 2013). Twelve consecutive cases of patients with subtrochanteric fractures were treated by minimally invasive reduction with cerclage wire and intramedullary (im) nailing between jan 1, 2005 and dec 31, 2009. Either a long, unreamed 10-mm-diameter im nail (tfn; synthes, davos, switzerland) with helical head/neck blade and integrated screws or a competitor¿s products were used in all cases. There were five men and seven women with a mean age of seventy seven years. The mechanism of injury in all twelve cases was a low-energy fall. Consolidation of fracture occurred in all twelve cases. There was one case of distal locking screw fracture. It is unknown if the complaint device was from synthes or its competitor. This is report 1 of 1 for (B)(4). This report is for an unknown distal locking screw.